Event description:
It was reported that a mesh was implanted into the patient and had to undergo a revision surgery. No further patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: impact code f1905 captures the reportable event of device revision or replacement.